Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post-accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. There was a visual evidence of a fluid clog in hp3 filter which is a related failure to the reported m31 air detected in cassette warning. Review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The fluid leak was not confirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the supply bag line where it met the square part of cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated it is unknown where the fluid leak occurred from. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: h6

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the supply bag line where it met the square part of cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated it is unknown where the fluid leak occurred from. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the supply bag line where it met the square part of cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated it is unknown where the fluid leak occurred from. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.